Event description:
Same case as MDR ID# 2134265-2012-07362. Reportable based on the product analysis of related device completed on november 5, 2012. It was reported that during prep for a percutaneous coronary intervention (pci) treatment procedure, catheter entrapment on the guide wire, outside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) artery. The physician advanced a 1.75mm rotalink plus burr over a rotawire ex support guide wire when resistance occurred and the burr stuck on the guide wire outside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient status is good. However, the returned product analysis revealed that the guide wire fractured.

Event description:
Same case as MDR ID# 2134265-2012-07362. Reportable based on the product analysis of related device completed on (B)(4) 2012. It was reported that during prep for a percutaneous coronary intervention (pci) treatment procedure, catheter entrapment on the guide wire, outside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) artery. The physician advanced a 1.75mm rotalink plus burr over a rotawire ex support guide wire when resistance occurred and the burr stuck on the guide wire outside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient status is good. However, the returned product analysis revealed that the guide wire fractured.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the visual and tactile inspection was performed and revealed the device was fractured 140cm approx. From distal end. The fracture section was sent to the mtac lab for analysis. The failure on both samples occurred due to a tension/torsion overload in a region with a wear reduction cross-sectional area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).